Event description:
During a laparoscopic hernia repair while using an ems to affix the mesh, the staple would not release. An eas was opened to complete the case without incident. Upon inspection of the ems after the case the rep noticed a staple in the jaw and removed it. Subsequent firings were successful. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.44792. D5,6; h4: info not available. Based upon the inquiry info rec'd, the visual examination and the functional test, no conclusion could be reached as to how the reported "staple would not release" during surgery occurred. The instrument was cycled and fired 10 staples well formed, no indication of the staples catching on delivery was observed. The final two staples were fired and broke into several pieces upon delivery possibly due to misalignment in the track. No conclusion could be reached as to how this had occurred and no deformity could be identified during testing. The incident reported by the surgeon could not be repeated during testing.